Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer heard an audible click/crunch and the surgeon lost control of the large hem-o-lok clip applier instrument. When the scrub removed it from the arm, they noticed the gray gear was broken and a metal ring fell out. A new instrument was opened, and the case proceeded as planned. The broken instrument was sent to sterile processing (sp). Operating room staff told them to keep all parts of the instrument together, however, the sp staff threw the parts away. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the correct event date was 10/18/2023. The failure was related to an inability to move the instrument at all (e.g., static instrument). The unexpected motion occurred when attempting to place a clip around a vessel/tissue. Surgeon could not close clip due to instrument breaking. The clip did not become dislodged from the instrument and fall into patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa found the large hem-o-lok clip applier instrument had multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. Input disk #7 was found broken into pieces inside of the housing. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration.